Manufacturer narrative:
The control panel base solenoid would not lock in place, resulting in the control panel to be free to move in all directions. The philips field service engineer walked the customer through reseating the bearing flange in to place causing no rotational movement.

Event description:
The customer reported the server arm won¿t lock. This issue was discover while the system was in motion. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Event description:
The customer reported the server arm won¿t lock. This issue was discover while the system was in motion. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Manufacturer narrative:
The control panel base solenoid would not lock in place, resulting in the control panel to be free to move in all directions. The philips field service engineer walked the customer through reseating the bearing flange in to place causing no rotational movement.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.